Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using cold, novolog insulin, reusing insulin with the pump, and pulling air out of the cartridge with an empty syringe. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days, insulin should be at room temperature before filling a cartridge, and that removing or adding insulin from a filled cartridge after loading is off-label per the user guide, while also educating the customer on the proper loading process. The customer changed the infusion set and cartridge, and then resumed insulin.